Manufacturer narrative:
Complainant city: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03759 and 2134265-2017-03595. It was reported that automatic pullback failure occurred. An 240v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled to view the lesion. During the procedure, the motordrive unit failed to perform automatic pullback. The procedure was completed with this device. No patient complications were reported.